Event description:
It was reported that spectrum pumps are "shutting off without alarming" (medications, programmed amounts and delivery rates unknown). The customer did not specify the number of pumps or provide any serial numbers for the devices that are shutting off without alarming.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The customer has reported that 3 spectrum pumps have alarmed for a system error 322 (manufacturer report no. 1314492-2012-00470, 1314492-2012-00475, and 1314492-2012-00476). It is unclear if these events are related.